Event description:
It was reported that the patient passed away due to failure to thrive.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists adverse events that may be associated with the use of the hm 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient experienced repeated falls and increased confusion and dementia. The falls and outcome were not considered device related. The device operated as expected.